Manufacturer narrative:
Per data log review: on (B)(6) 2022 the system was powered up at 06:37:49 am and a perfusion screen was opened. At 08:53:56 am the ccm stopped logging which was indicative of a possible screen freeze. The local area network/interface board (lan/if) log reported: 08:55:50 data communications error 2, 1 (half full warning). 08:55:50 data communications error 2, 4 (half full warning). 08:55:51 data communications error 4, 1 (overflow error). This was indication that the ccm froze but the lan/if continued to run. At 08:59:48 am the system was powered up again. At 09:00:04 a perfusion screen was opened. At 10:51:25 am the ccm stopped logging again. The lan/if logged the same three 'data communications error' events again but not until 12:19:04. The log confirmed the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) screen froze. As mitigation, the local controls on the pumps were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the central control monitor (ccm) screen froze. They were able to complete the case using local controls. There was no delay, no blood loss, and no change out, and the procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed by the data log review. Per the manufacturer's subsidiary the unit will be repaired locally. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.